Event description:
Customer called to report a rinse reagent leak under the coulter ac.t diff2 analyzer after it was put in shutdown overnight. Service was not dispatched because customer repaired the leak. Customer noticed that the waste line was not connected. Customer reconnected the waste line, cleaned up the rinse reagent leak with paper towels, ran a startup, and received a 'high plt (platelets) channel' error from the instrument. Customer replaced the bath shield, closed the front door, and ran another startup, after which the plt count passed. Customer has not called back to report any further issues. The root cause of the leak is likely attributed to the waste line becoming disconnected. Operators were wearing gloves, gown and goggles at the time of the event. There was no exposure to open wounds or mucous membranes, and no medical attention was sought. No death or injury is associated with this complaint. No patient samples or results were affected; there was no change to patient treatment.

Manufacturer narrative:
(B)(4).